Manufacturer narrative:
The field service engineer (fse) replaced the central processing unit (cpu) printed circuit board assembly (pcba) board to resolve the reported issue. After enabling the hft option codes, the device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1104 backup alarm failure message. It beeps constantly and could not be silenced. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. When checking the error logs, an entry with code 1104 appears. After changing the motor controller (mc) printed circuit board assembly (pcba), the problem persists. The central processing unit (cpu) pcba board must be replaced. The investigation is ongoing.